Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced an abcess at the implant site and was treated with aspiration and antibiotics (type and duration not reported), however, the issue could not be resolved. The patient underwent a sternocleidomastoid muscle rotation flap revision surgery (date not reported), however; this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device.

Manufacturer narrative:
Correction: the date of event is (B)(6) 2015; not (B)(6) 2015 as previously reported. Correction: the date of this report is (B)(6) 2015; not (B)(6) 2015 as previously reported.